Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during the port placement procedure, the port allegedly failed to flush and aspirate. Therefore, the port was removed from the patient to examine for kinks, reinserted, and allegedly failed to flush and aspirate again. Reportedly, the healthcare provider attempted to flush and aspirate the port outside of the body, but was unable. There was no reported patient injury.

Event description:
It was reported that during the port placement procedure, the port allegedly failed to flush and aspirate. Therefore, the port was removed from the patient to examine for kinks, reinserted, and allegedly failed to flush and aspirate again. Reportedly, the healthcare provider attempted to flush and aspirate the port outside of the body, but was unable. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one titanium powerport was returned for evaluation. Only the port body was returned. The sample was patent to infusion and aspiration with no leaks observed. No anomalies were noted. As the reported event specified that the aspiration issue occurred with the port implanted, which would only occur with the port assembled, the investigation is inconclusive as the entire assembled port was not returned (i.e. No catheter/cath-lock). The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. As no issues were identified with the port body, potential contributing factors include port/catheter assembly, catheter occlusion and catheter kink. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Additional MFR narrative: PMA/510k. Corrected data: device evaluated by MFR, evaluation codes method 1, result 1, conclusion 1.